Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 12:30 pm, bleeding was noted outside the sensor pod, and the affected area was wrapped with gauze. Despite this, the patient proceeded to play cards with friends. After the activity, it was observed that the bleeding was still ongoing, and the sensor was subsequently removed at around 6:30 pm. Due to the persistent bleeding, the patient sought medical assistance and went to the ER/hospital (hca fort myers, florida), arriving at approximately 7:45 pm. The patient stayed there for about 1 hour and 15 minutes, resulting in a hospital stay of less than 24 hours. Treatment provided at the emergency room included an injection of lidocaine with epinephrine to control the bleeding, the application of quikclot a specialized clotting cloth, and the wound was wrapped with gauze. After about 15 minutes, the area was reassessed, and it was confirmed that the bleeding had improved/resolved. No photos were provided for the records. At the time of the incident, the patient was taking aspirin 81 mg, plavix 75 mg, and xarelto 2.5 mg twice daily. At the time of the report, the patient's condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).